Event description:
The account alleged that the side rail cable was cut due to the side rail releasing because of a broken weld. No injury reported.

Manufacturer narrative:
The account replaced the side rail frame assembly and side rail cable to resolve the issue.